Event description:
The patient reported she had undergone surgery to treat fractures of her right and left wrists on (B)(6) 2010. During the surgery an unknown plate and an unknown quantity of screws were implanted in each wrist. The patient reported she experienced pain during (B)(6) 2010 and went to see her surgeon on an unknown date. According to the patient, she experienced swelling in her wrists and it was discovered that she was allergic to the metals in the plates but the surgeon recommended that the plates remain in her wrists until the fractures healed. The patient stated that tests were not taken confirm metal allergies. The surgeon explanted the plates and screws on (B)(6) 2010. The patient stated the surgeon then discovered during the surgery that the patients left wrist started to crumble. During surgery the patient reported that a screw broke during removal and a part of the screw remains in the bone of her right wrist. Patient further reported she is currently disabled, has carpel tunnel syndrome and continues to experience chronic pain. Patient also reported that she cannot hold items properly or perform tasks certain tasks, such as, typing. Patient stated that she is currently not undergoing any additional treatment for her condition. This report is for one unknown screw which reportedly broke during removal. This report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis report is for one unknown screw. Patient reported the plate lot number was 093818 and the serial numbers as right 287569, 287595, 287596, and 269053 and left 287576, and 269052. It is not known which serial number corresponds to which part. These numbers could not be confirmed as valid synthes lot or serial numbers. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a valid lot number.